Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the mid-right rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that there was difficulty removing the device following stent deployment. Post-dilation was performed. No patient injury was reported.

Manufacturer narrative:
The guidewire did not return for analysis. The delivery system returned with crystallised contrast visible in the balloon and inflation lumen. The balloon was deflated. There was no deformation to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. A 0.014 inch guidewire was frontloaded through the guidewire entry port and advanced distally through the distal tip with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. The delivery system was inflated to nominal pressure of 12 atm while the guidewire was in place. When the delivery system was deflated the guidewire was removed with no resistance noted. The delivery system was then inflated to rbp of 18 atm while the guidewire was in place. When the delivery system was deflated the guidewire was removed with no resistance noted. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The delivery system and the guide catheter were removed together along with the guide wire. It is stated that the balloon was fully deflated before removing the delivery system. The physician has stated that there was a possibility that the wire lumen was broken during the stent mounting. If information is provided in the future, a supplemental report will be issued.